Manufacturer narrative:
Analysis of the log files from the AED did not identify a cause for the depleted battery and therefore the battery pack were requested to be returned so it could be evaluated and tested. Although requested, the battery pack has not been returned and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
An international distributor reported their customer's AED is flashing red and prompting a "replace battery pack now warning". They reported this did not occur during patient use.